Manufacturer narrative:
The pad-pak was first installed successfully in february 2012 and performed to specification up to the 5th july 2015. Multiple manual power ups, mainly of ten minutes duration were observed between the (B)(6) 2015 and the final log entry on the (B)(6) 2015. During this period the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.